Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported that during vertebral artery (va) aneurysm procedure, the subject stent had resistance while passing the microcatheter hub and inside the catheter. The catheter shifted, so the physician withdraw both the catheter and the stent. Outside the patient, the stent was deployed from the catheter, and multiple thrombus was found inside the stent. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.